Event description:
It was reported that the patient was hit by a car a couple of weeks ago and "cracked" a lead. The lead malfunction was confirmed at a visit to a medical center. The lead was said to be "cut in two." It was noted that the lead needed to be replaced. No revision date had been scheduled. Subsequent information indicated that the patient's concerns were met when they received assistance. It was also reported that the patient had concerns and that they were working with someone to resolve the issue, but that they also had not sought help. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product(s): product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3587a, lot# l34395, implanted: (B)(6) 1994, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Codes updated per current guidance documents. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. The patient reported that they were in a car accident, and their stimulator started malfunctioning. They stated that their lead had cracked, and they had damage to their device, thus ¿they went back in and had another one put in.¿ the patient inquired about information regarding their implant. They stated that their insurance is not paying for their surgery because the physician that implanted their device left the area. The patient indicated that they saw several neurologists, and they will not touch their device because they have so much scar tissue. They noted that they have had a total of 7 back surgeries. Patient services redirected the patient to a healthcare provider to discuss insurance information and offered to send listing of other physicians in the patient¿s area. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer. Patient product ID: 3587a, lot# l34395, implanted: (B)(6) 1994, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.